Manufacturer narrative:
It was reported that ventilator's monitoring printed circuit board was contaminated with liquid. Identification of issue has been done by analyzing problem description and service report. Based on the information collected to date, the provided problem description and the technician inspection of provided unit, it has been clarified that the humidity marks could be seen inside the ventilator, on monitoring printed circuit board. It has remained unknown under which circumstances and when liquid entered the unit. The technician remarks that monitoring board is defective and needs replacement. The issue was decided to be reported as liquid on printed circuit boards may cause short-circuiting and may lead to stop of ventilation. There was no patient harm. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that ventilator's monitoring printed circuit board was contaminated with liquid. There was no patient harm. Manufacturer's ref #: (B)(4).